Event description:
The itrack advance was intubated into schlemm's canal without issue, when starting to retract, the surgeon felt resistance and then a small click was heard. The surgeon felt like they could no longer move the actuator. The device had retracted and created about a 180-degree goniotomy in the eye. The surgeon then tried moving the actuator again and the illumination light was seen retracting, but the actual catheter did not move. The catheter was then removed manually from the eye, which created an approximate 200-degree goniotomy.